Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the magic3 go male catheters were bigger in diameter, about 1/3 of the catheters were too big, but it was able to use most of them.

Event description:
It was reported that some of the magic3 go male catheters were bigger in diameter, about 1/3 of the catheters were too big, but it was able to use most of them.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "out of calibration viscosity tool, operator error (wrong spindle/wrong speed),wrong tank content sheet". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as it could have not prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.